Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t-46 lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that during the implant attempt of the right atrial (ra) lead the anatomy and tortuosity of the patient's anatomy made it impossible to position the lead, fixate the lead as well as get adequate numbers. Follow-up received from the representative revealed that the physician was unsuccessful in fixating the lead and would have to "work and work at positioning the lead." A different ra lead was implanted. No patient complications have been reported as a result of this event.